Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the original cartridge to resolve the issue and resume insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer required assistance to administer a manual injection to address elevated bg.